Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage nor anything gout of the ordinary discovered. The procedure was competed robotically. There were cables that were visibly protruding from the distal end of the instrument, and they were completely broken in half. No fragment fell inside the patient. The reported issue was resolved by using a backup instrument. Patient information was not provided.

Event description:
Refer to h11 for follow-up information.